Event description:
It was reported that during a cryo ablation procedure, it was found that the shaft was bent when opening the ring label package to prepare for assembly. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter of lot number 230025548 was returned and analyzed. Vsual inspection of the loop segment area showed that the loop was ribbed near the electrode 1. The user may experience insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. Visual inspection of the electrode(s) showed. The electrode 4 was displaced from its original location. The user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. Visual inspection of the shaft segment area showed the shaft was broken approximately 10.75 inches from the lemo connector, inspection also identified broken wire(s) at the broken shaft area. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the return product inspection due to ribbed material observed on the pebax tubing, a broken shaft observed, a displaced electrode observed on the loop of the pebax tubing and an electrode wire broken in the shaft segment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.